Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has been receiving inaccurate fill estimates after every load sequence for the past few weeks. No accurate fill estimates were able to be obtained despite loading new cartridges. There was no reported impact to the customer's blood glucose level. Customer stated that insulin injections were to be used as backup therapy until replacement pump is received.